Manufacturer narrative:
Manufacturing review: a lot history review was conducted and this is the only complaint for this lot number to date. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years three months post filter deployment, the patient presented to the emergency room with a viral infection. A chest x-ray noted an embolic fragment of the ivc filter in the right lung. Therefore, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration, fractures or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Back or abdominal pain. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. Detached filter limbs remain in the patient's right lung and the patient experienced sharp pain in the right portion of the chest. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2012); (manufacturing date: 11/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced sharp pain in the right portion of the chest. However, the current status of the patient is unknown.